Event description:
Customer reports that pt presented back with a sterile abscess and nodules over the suture area. A culture was performed and the results were negative. Pt was placed on antibiotics and steroid therapy.